Event description:
It was reported that during a da vinci si hysterectomy procedure, a cable on the fenestrated bipolar forceps instrument broke. There were no missing or fallen pieces reported. The planned surgical procedure was completed using an instrument of the same type. No patient harm adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. Electrical continuity passed. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.